Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.